Manufacturer narrative:
The company representative confirmed, but was unable to replicate the reported event. Printed circuit board (pcb) -(501) was installed into the system but was found non-conforming during the installation. A third pcb was confirmed to be conforming and was then used to replace the non-conforming (pcb)-501. The fluidics module (fm), fluidics controller printed circuit board (pcb)-502, the multifunctional (in/out put) (mfio pcb), and the fluidics hub roller were all replaced as a preventive measure. Items returned for evaluation were: the fm, the (pcb)-502, the hub roller, and the (pcb)-501. The system was then tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. 1.) The returned (fm) was returned and received for investigation. A visual assessment revealed no obvious nonconformities. The fm was installed into a calibrated system and turned on. The sample was tested and found to be working as intended. 2a.) The returned fluidics controller (pcb)-501 was returned and received for investigation. A visual assessment revealed a nonconforming component on the (pcb)-501. The fluidics controller (pcb)-501 was installed into a calibrated system and turned on. A cassette was immediately ejected from the module due to the nonconforming component. The irrigation/aspiration flow tests could not be performed. Unrelated to the reported event, the fluidics controller (pcb)-501 was found to be nonconforming and aspiration/irrigation testing was unable to be performed. 2b.) The returned fluidics controller (pcb)-502 was returned and received for investigation. A visual assessment revealed no obvious non-conformities. The fluidics controller (pcb)-502 was installed into a calibrated system and turned on. The sample was tested and found to be working as intended. 3.) The returned fluidics hub roller was returned and received for investigation. A visual assessment revealed no obvious nonconformities. The fluidics hub roller was installed into a calibrated system and turned on. The sample was tested and found to be working as intended. As all three (3) of the returned products met specification, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating console had no irrigation, no aspiration during phacoemulsification mode and no reflux during a cataract surgery. The surgery was completed successfully after replacing the console with another one. There was no patient harm.